Event description:
Kimberly-clark received a report form the (B)(6), stating, " small child intubated but under light sedation. He pulled on inflation line of tube and snapped it in two. This allowed the air/pressure in cuff to escape, thus allowing him to extubate himself. He caused himself to vomit and aspirated the vomit. This has caused aspiration vap and he is quite poorly having extra treatment for this. They also had enormous problems re-intubating him." Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The review of the device history record is pending. Sample evaluation in ongoing. If any additional relevant information is identified following completion of the DHR review and once samples are evaluated, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.